Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on it own anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, reservoir tube window and received with broken belt clip slot.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 176 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.